Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection, inflammation and edema. Additional information indicated that the patient also had pus in the pocket. There were no additional adverse patient effects reported. The rv lead was explanted.